Manufacturer narrative:
Initial reporter is synthes sales representative. Device history records review was completed for part: 03.130.010, lot: h199615. Manufacturing location: (B)(4), release to warehouse date: apr 10, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection performed at customer quality observed a twisted distal stardrive tip, which agrees with the reported complaint condition. Twisting in the direction of screw insertion was significant under 10x magnification. No new issues were identified. Complaint is confirmed. Relevant design drawings were reviewed during this investigation and no design issues were identified. An accurate measurement of the twisted tip diameter could not be achieved because of the post manufacturing damage (twisted). No definitive root cause was able to be determined from the available information. However, based on the tip deformation observed during investigation, it is likely that excessive force during screw insertion could have resulted in complaint condition. Furthermore, as perthe variable angle locking hand system surgical technique guide: "when inserting screws, use a two-finger tightening technique." Therefore any unintended failure to follow the instruction for usage of the given device could have also contributed to complaint condition. The complaint condition is confirmed. However, during the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine inspection, a screwdriver shaft was found bent. There was no patient involvement. Upon investigation, visual inspection observed a twisted distal stardrive tip. This report is for one (1) screwdriver shaft. This is report 1 of 1 for (B)(4).